Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. A 2.50mm x 15mm maverick²¿ balloon catheter was selected for use to treat the target lesion. However, the balloon failed to cross the lesion despite several times. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Age at time of event:18 years or older. Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination and tactile inspection revealed a complete hypotube separation 52.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Microscopic examination presented no damage or irregularities to the tip. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination presented no damage or irregularities to the welds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).